Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin flow block alarm noted during testing. However, on 01/29/2025 07:29:08.000, 02/01/2025 01:47:23.000, 02/03/2025 00:32:25.000, 02/14/2025 00:21:41.000, 02/15/2025 02:15:00.000, 02/16/2025 00:15:55.000, 02/17/2025 17:32:45.000 and on 02/18/2025 00:36:01.000 hours. Several no delivery alarms were recorded. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. No unexpected or constant no delivery alarms noted during testing. Unit functioning properly. Customer concern of cracked battery tube was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The event involved product(s) mmt-332a, mmt-378a, mmt-1884, mmt-242a. Troubleshooting was not performed for the high blood glucose/underdelivery. Troubleshooting was performed for the insulin flow blocked alarm and cosmetic damage, and the serialized device was replaced. The customer has tried all remedies or does not want to troubleshoot recurring alarms. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-378a. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-242a.